Manufacturer narrative:
Date of event: (B)(6) 2017 sc-1132 (sn (B)(4)) device evaluation indicated that the device battery charge current had been extremely low, less than 20 ma. Even though battery depletion rate was within the expected range, suggesting that the ipg could not optimally be coupled with the charger. However, the device exhibited the typical explant damage symptoms. The device impedance was extremely low, less than 100 ohms without connecting a load bank of 380 ohms. It was no longer holding a charge with excessive battery depletion and sleep current, 142.5 ua and 1.50 ma respectively. Analog ic (u1) was damaged by high-voltage transient caused by electrocautery during the explant procedure.

Event description:
A report was received that the patient was having charging issue with the ipg. It was confirmed per device evaluation that it would likely due to the ipg orientation or pocket depth. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.